Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical scrub technician reported an unexpected outcome post aberrometer assisted cataract procedure of the left eye. Upon follow up, the reporter indicated at 16 weeks post procedure the issue resolved with no intervention needed.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. With no additional, related information provided, the reported event was not able to be confirmed. An internal investigation has been opened to address the reported issue. The root cause of the reported event cannot be determined conclusively. (B)(4).